Manufacturer narrative:
The device was not available for return and analysis. Manufacturing records were unable to be reviewed due to the lot number not being provided by the customer since it was unknown. Based upon the available information the most likely root cause was operational context. The IFU and training materials were reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.

Event description:
As reported, a full platform cardiac surgical case was aborted due to a femoral artery dissection which occurred during the use of a femoral arterial cannula. It was noted that a pre-op CT scan was performed without contrast, and the femoral artery was measured at 8mm via imaging. Following cannulation, a test dose was given by the perfusionist and high line pressure was noted. The surgeon maneuvered the cannula, and another test dose was then given; again high line pressure was noted. Upon further inspection, a dissection of the femoral artery was noted. The case was aborted, and a call was placed for a vascular surgeon consult to repair the femoral artery dissection. There was no allegation of device malfunction. Past medical history for this (B)(6) female patient included heart transplant twelve years ago.